Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Extra tubing on the device that had not been removed was observed on the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic hysterectomy, bilateral salpingo oophorectomy (bso), and bilateral lymphadenectomy procedure, after the device bag was deployed, the surgeon noticed that there was extra plastic attached to it which looked similar to a straw. The extra component was noticed after the device was inside the patient cavity and deployed but was retrieved inside the bag. The patient status is alive with no injury.